Event description:
Reporting status: serious injury - permanent damage, medical intervention. Reporting rationale: stent dislodged in the coronary artery and remains in an unintended site (healthy tissue). Device issue: stent dislodgement. It was reported that the pt had another company's stent implanted in the mid circumflex a week prior to this case. The pt was having recurrent chest pain and a diagnostic angio was performed that revealed a dissection distal to the stent. The mini vision 2.25 x 15 was advanced; however, when it reached the stent, it would not completely cross through it. When the device was removed from the pt, the stent was not on the balloon, but had dislodged in the proximal circumflex. Using the stent delivery system (sds) balloon, the stent was deployed at the dislodgement site, which is also an unintended site. A mini vision 2.25 x 08 was then successfully placed and deployed distal to the taxus stent; however, as this stent was not long enough, another mini vision 2.25 x 18 was attempted to cross through the taxus stent. This was not successful and when it was removed from the pt, the proximal and distal stent struts were flared. The pt was then taken for bypass surgery. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: quality engineering reviewed the incident info. The inability to cross appears to be related to the previously implanted stent and the attempts to cross may have disturbed the stent, leading to the dislodgement. However, without the device to examine, no conclusive root cause can be determined. It should be noted that in the instructions for use (IFU), it states that "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent."